Event description:
A home patient reported a minicap fell off of their transfer set. The patient immediately replaced the cap and received a set change the following day at the unit. No patient injury of medical intervention was required per rn.